Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910 . The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, it was reported that the patient was hospitalized due to the internal retention plate being impacted in the abdominal wall; the tubing was replaced and IV antibiotic therapy (tazocin/piperacillin) was prescribed.